Manufacturer narrative:
(B)(4): the keypad was found to be worn but intact; no peeling or lifting was observed. There was no damage found to the audio bolus button. Evaluation revealed that the contrast keypad button is intermittently responsive. All other keypad buttons responded appropriately to button presses. The audio bolus button was found to be functioning appropriately. An unresponsive contrast button is not likely to cause an adverse event as it has no affect on insulin delivery function. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the audio bolus button is unresponsive. She confirmed that all other buttons are functioning appropriately. She stated that she wears the pump on the outside of her clothing, and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.